Event description:
The customer contacted abbott regarding two failed calibrations for the axsym rubella igg assay, where error code 1018 (calibration check failure, cal a, result too high) was generated. The customer confirmed the axsym bulk solutions were not expired, and maintenance was performed. The customer attempted recalibration which was unsuccessful and error code 1048 (calibration check failure, cal a/b, ratio too large) was generated. There was no impact to pt management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted, when the investigation is complete.